Event description:
It was reported that two variable angle locking screws had backed out of a variable angle locking condylar distal plate. The problem was discovered 8-9 days after implantation. The patient is stable at this time and revision surgery is not planned at this time. This complaint is alleged against the two screws. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number is unknown. Investigation could not be completed and no conclusion could be drawn. The complaint device was not returned and a lot number was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.